Event description:
User facility medwatch report#: (B)(4) was received on 15may2020.

Manufacturer narrative:
User facility report#: (B)(4) was received on 15may2020. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility medwatch report # (B)(4). Manufactures investigation conclusion: bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with melena and symptomatic anemia with hemoglobin 6.0 and international normalized ratio (inr) 3.1 on coumadin and aspirin 81 mg daily. Three units of blood were transfused over the hospitalization. Endoscopic evaluation included push enteroscopy and colonoscopy which failed to reveal bleeding source, but did identify a single arteriovenous malformation (avm) with no bleeding in the proximal jejunum which was treated with argon plasma cautery, two colonic polyps which were removed, and diverticulosis. Heparin to coumadin bridge was completed safely prior to discharge. Aspirin 81 mg was continued at discharge. No additional information provided.